Event description:
A report was received that the patient was experiencing a loss of stimulation and high impedances on multiple contacts of the lead. The patient underwent a lead revision where the lead was removed and replaced. After the lead was replaced, the problem resolved.

Manufacturer narrative:
Additional information was received that the physician did not find any pieces of silicone when he explanted the clik anchor. Therefore, he does not know if some pieces of the clik anchor were left implanted in the patient. The lot number for the clik anchor is unknown, and no further information can be obtained regarding the clik anchor.

Event description:
A report was received that the patient was experiencing a loss of stimulation and high impedances on multiple contacts of the lead. The patient underwent a lead revision where the lead was removed and replaced. After the lead was replaced, the problem resolved.

Manufacturer narrative:
Correction to the fu #3 MDR . Correction to the fu #1 MDR in field. UDI=(01)(B)(4) additional suspect medical device components involved in the event: model: sc-(B)(4) serial/lot: ni description: next generation anchor kit-sterile additional information was received that the patient received current through a physician¿s needle while performing acupuncture on the patient. The patient lost stimulation immediately after this session. The returned devices were analyzed and the complaint was confirmed. -sc-(B)(4) sn (B)(4): visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture location. The broken cables resulted in the reported complaint of high impedance. Additionally, visual inspection revealed that the lead was cleanly cut approximately 22 cm from paddle end of lead. This is a result of a typical explant procedure and is not considered a failure. -sc-(B)(4): visual inspection found that one of the clik anchors has torn eyelets, and a small piece of silicone was not returned. The other clik anchor is exhibit normal characteristics.

Event description:
A report was received that the patient was experiencing a loss of stimulation and high impedances on multiple contacts of the lead. The patient underwent a lead revision where the lead was removed and replaced. After the lead was replaced, the problem resolved.

Manufacturer narrative:
Correction to the fu #1 MDR in field. UDI= (B)(4) additional information was received that the patient received current through a physician¿s needle while performing acupuncture on the patient. The patient lost stimulation immediately after this session. The returned devices were analyzed and the complaint was confirmed. Sc-(B)(4) sn (B)(4): visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture location. The broken cables resulted in the reported complaint of high impedance. Additionally, visual inspection revealed that the lead was cleanly cut approximately 22 cm from paddle end of lead. This is a result of a typical explant procedure and is not considered a failure. - sc-(B)(4): visual inspection found that one of the clik anchors has torn eyelets, and a small piece of silicone was not returned. The other clik anchor is exhibit normal characteristics.

Event description:
A report was received that the patient was experiencing a loss of stimulation and high impedances on multiple contacts of the lead. The patient underwent a lead revision where the lead was removed and replaced. After the lead was replaced, the problem resolved.

Manufacturer narrative:
UDI= (B)(4). Additional information was received that the patient received current through a physician¿s needle while performing acupuncture on the patient. The patient lost stimulation immediately after this session.

Event description:
A report was received that the patient was experiencing a loss of stimulation and high impedances on multiple contacts of the lead. The patient underwent a lead revision where the lead was removed and replaced. After the lead was replaced, the problem resolved.

Event description:
A report was received that the patient was experiencing a loss of stimulation and high impedances on multiple contacts of the lead. The patient underwent a lead revision where the lead was removed and replaced. After the lead was replaced, the problem resolved.